Event description:
It was reported by service report that there was no power to the bed. The customer reported that they did not know if there was pt involvement or if there were adverse consequences report.